Manufacturer narrative:
No product problem detected. User error. Dentist should be consulted instruction for use to prevent this from happen.

Event description:
Insertion post could not removed from the implant. User error.